Event description:
It was reported the device was used during a l.a.v.h. Procedure. It was reported by the affiliate that the device would not fire after the first reload was loaded. There was no pt consequence.